Event description:
It was reported to vyaire medical that the ventilator showed decommission screen while on patient, no harm indicated.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.